Manufacturer narrative:
The device was returned to olympus for inspection, and the reported failure was confirmed. Based on the results of the investigation, it is likely that discoloration of the light-guided lens caused uneven illumination, and due to the breakage of the light-guided bundle, illumination was poor. In addition, the following reportable malfunctions were identified during the device evaluation: white foreign objects in the air/water cylinder, corrosion at the distal end, and foreign objects in the connecting tube. The foreign material was possibly simethicone. Simethicone and petroleum/oil/silicone-based lubricants are non-water soluble and thus not recommended for use by olympus. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the colonovideoscope did not light up. The issue occurred during maintenance. There were no reports of patient involvement.